Event description:
It was reported that the ventilator reset twice with a continuous audible alarm while connected to a pt. No reported harm to the pt.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator could not initially be checked in service due to it shutting down and restarting with audible/visual alarms. Internal inspection revealed that the power board super capacitor leaked electrolyte onto the power board and analog board. The power board and analog board were replaced to correct the reported problem.